Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, initially expiratory valve coil was pointed out as defective, however further troubleshooting revealed that the issue was related with batteries. The issue was resolved by relocating the battery from its original slot to an alternate slot. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to malfunctioning battery slot.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
It was reported that the ventilator experienced difficulty maintaining the positive end-expiratory pressure (peep) value. There was no patient harm. Manufacturer's ref. #: (B)(4).